Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, regards a female patient. The patient began using insulin lispro (humalog) sliding scale sometime in 2008 for the treatment of diabetes . In approximately (B)(6) 2008, she began using a humapen memoir device to deliver the insulin lispro. On approximately (B)(6) 2010, the humapen memoir displayed an f0 error code. Following the error code, she dialed her dose by counting pen clicks. She did not experience any changes in her blood sugar level as a result of counting clicks. The humapen memoir was returned to the manufacturer on 11-mar-2010, and upon examination part of the zero in the dose segment is missing in the ones column. This humapen memoir is associated with product complaint (B)(4)/lot 0702c03. The training status of the patient user was not provided. The device/device model duration of use was approximately 26 months. This case is cross-referenced to (B)(4). Update 31-mar-2010: performed non-med sig edit. Patient gender was updated and protect confidentiality was checked on patient tab.